Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code b30 occurred, could not be identified. From the attached material, reproduction of the phenomenon ¿error code b30 occurred¿ was not confirmed, and also failure was not confirmed. From this, we could not presume. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: from the attached material, reproduction of the phenomenon ¿error code b30 occurred¿ has not been confirmed, and from this, we cannot judge whether the defect is caused by misuse of the user or not. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the light source was alarming with a b30 scope communication error. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.